Event description:
On (B)(6) 2012, the lay-user/patient contacted animas (anm) alleging that the pump had a date/time issue. The patient did not allege any harm or injury because of the reported issue. The patient claimed that the pump date was showing "(B)(6)" instead of "(B)(6)." The patient denied that the pump's date/time were reset. The patient rebooted the pump during the call and the date and time were maintained. The patient was unable to explain why the pump's date was off by one day. The alleged issue was not resolved with troubleshooting. The pump was replaced. Based on the information provided, this complaint is being reported due to the following conclusion: the patient claimed that the pump had a date issue that was not resolved with troubleshooting. However, there is no evidence that the pump contributed to a serious injury. The patient did not report any blood glucose readings, symptoms, and/or treatment suggestive of a serious injury. It is also unknown if use-error contributed to the alleged issue.

Manufacturer narrative:
The pump has been returned to animas for evaluation. The evaluation of the product has not been completed; therefore, no conclusions can be drawn at this time. Once the evaluation is completed, a supplemental report will be filled. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
Follow-up #1 date of submission (B)(4) 2013-device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: a review of the pump history shows a manual time change on (B)(6) 2012 from 10:59am to 10:59pm followed by a manual date change at 11:35pm from (B)(6) 2012 to (B)(6) 2012. A timekeeping accuracy test was performed and the pump was found to be keeping time accurately. No defect was found on investigation.